Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that there was a possible coronary sinus dissection while implanting the left ventricular lead. It is unknown if the cause was due to the coronary sinus sheath or catheter balloon. The lead was not implanted, and the patient was in stable condition.